Event description:
It was reported that these t72 tibial insert trials from used stock did not pass the inspection protocol for (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as stryker reference number (B)(4). One additional device of the lot # pp10, unknown cat # was also listed in this report; device manufacture date- unk.